Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger and bearings on the battery oscillator device were blocked, jammed, and moving heavily. It was further determined that the motor was blocked, bearing was defective and the handle was hooked. It was further determined that the device failed pretest for check the oscillations frequency, check the triggers and electronic control unit function, check the off/on/on mode and trigger test. It was noted in the service order that the device did not work even if the battery was inserted. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.